Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
It was reported to philips that the extended self test (est) failed and restarting the oxygen delivery test failed. In addition, the customer reported that there was an issue with the keypad; the alarm reset button was not working. The device was not being used on a patient at the time of the event. There was no adverse event to the patient or user as a result of this event. A philips service technician was dispatched to the customer site and confirmed the issue with the keypad. The philips service technician replaced the keypad overlay to resolve the issue. The device successfully passed all required testing, and remains at the customer site.